Event description:
Customer reported via phone, the insulin pump had black spots all across the screen and was unable to read certain spots. Customer's blood glucose was 120 mg/dl. Customer was advised to insert a new battery, display didn't return to normal. The device continues to have missing segments before the battery was inserted. When battery was out of the device smoke was present. The device was neither dropped nor bumped. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.